Event description:
Medtronic received a report that post operative CT examination showed that the supratentorial ventricle was enlarged, the posterior fossa brain tissue was swollen, and the fourth ventricle became smaller. Post operative MRI showed new infarcts in bilateral cerebellar hemispheres, pontine, and bilateral occipital lobes. The patient's admission score was 17 and postoperative and discharge was 27. The mrs score was 0. Pre-procedure mtici was 0 and final was 2b. There was no treatment or actions taken and the outcome status is not recovered/resolved. The event was not a recurrent or new stroke and did not result from a device deficiency. It was possibly related to the disease under study and to an underlying condition or disease.  The site assessed the events as not related to the devices or procedure, however, the sponsor assessed the infarcts as serious and all events as possibly related to the study procedure or devices utilized (linked to new/recurrent stroke) post procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that on (B)(6) 2023 bedside venous ultrasound of lower extremity showed hematoma in the right inguinal region. The patient was conscious and had a hematoma in the inguinal region after tracheotomy and nasal catheter oxygen inhalation. The rationale for relating adverse event (ae) to system or procedure was right side puncture is easy to form hematoma. This ae was not related to the disease under study or an underlying condition. Ae was not result of a device deficiency. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as possibly related to the study procedure and not related to the study device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that on (B)(6),the patient became drowsy and could open eyes when calling, could not complete the instructions and could not speak. Admission nihss score was 17 and postoperative and discharge score was 27. The subject was discharged on september 20th with reduced muscle strength in the extremities and a tracheotomy tube for oxygen. The patient was transferred to another hospital for further treatment and had a nihss score of 26 at admission.